Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacture date - unknown. Product evaluation has been initiated, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. This is 1 of 2 mdrs submitted for the same event. The other item was manufactured by biomet orthopedics and filed under # 1825034-2013-06142.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, a screw fell out of the impactor between the acetabular component and head. The surgeon removed the screw; however the screw created scratches on the prosthesis which remain implanted.

Manufacturer narrative:
Instrument was returned for evaluation, but the complaint screw was not returned so no visual or dimensional details were possible for the screw. The remaining screw was assembled into both thread holes in the impactor plate with no issues found. Due to the age and wear marks of the item it is assumed instrument had been used multiple times since it was originally supplied. It is possible the instrument was disassembled and the screws removed during a cleaning/sterilisation process. As the screw requires five full revolutions to disassemble from the base plate it is probable the screw on re-assembly was either not fully threaded into the base plate or an incorrect undersize screw was used. The information available is insufficient to permit an exact conclusion as to the cause of the event.